Event description:
It was reported by service report that the caster assembly and lift tubes have damage due to interference from the restraint straps when raising the cot in the power mode. There was pt involvement, however no adverse consequences reported.